Event description:
2/19/98 04:00 pt was found by respiratory therapist, pt was cold with no respirations or pulse and pupils were fixed and dilated. Code blue was called, pts chest was very stiff with chest compressions and could not be bagged. No femoral or carotid pulsation found. Defibrillator monitor nihon kohden tec/8250a was connected to the pt and the unit alarmed "leads off". Another defibrillator/monitor was connected to the pt and it displayed asystole. Code was called off and pt was pronounced expired at 04:10. 02/19/98 08:00 biomedical engineering received notice that defibrillator was malfunctioning. Biomed verified "leads off" alarm and checked pt cable and lead wires and found no problems. Biomed contacted nihon kohden to confirm malfunction and arrange for repairs. Unit was shipped to nihon kohdon for evaluation and repairs on 2/19/98. In evaluation the above info the defibrillator malfunction did not contribute to this pt's death, but could have potentially delayed care if the pt's given condition were different.